Event description:
Customer reported to beckman coulter, inc (bec) that the probe of the coulter act diff analyzer was dripping while cycling cell controls (streaks cell controls). Customer reported that the probe dripped diluent and cell control material after a sample was aspirated. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support (cts) instructed the customer to replace the probe wipe block and clean the vacuum line. Cts instructed the customer to perform a start-up cycle, an air blank cycle, and cycle a patient sample after the repair. Customer reported that the probe did not drip after the repair.

Manufacturer narrative:
Evaluation: results - probe wipe block. (B)(4).